Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a kidney transplant, the reload was stuck and cannot be fired. The doctor put a second set of reload and still cannot be fired. The physician opened another set of stapler and completed the procedure. There was no patient injury.